Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag had foreign substance in the administration port. This was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between february 28 - march 1, 2023. H11: the actual device and two photographs of the sample was provided for evaluation. Visual inspection was performed on all the samples. A foreign particle was identified inside fill port of the returned sample and a dark foreign matter can be observed on the fill port in the photographs. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was inherent to contamination during the manufacturing and or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.